Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their pain stimulation was not taking a charge. There was no further event information reported at that time; no further complications were reported or anticipated.